Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the space between the capsule and nose cone of the dcs was broken, and the tip of the capsule was frayed.

Event description:
Additional information was received that no loading difficulties were noted. Prior to loading the valve, no misload was identified. There was no unusual resistance felt while loading the valve. No recaptures were performed prior to the capsule separation. There was nothing of note in terms of patient anatomy that contributed to the capsule issue. A procedural delay did occur as a result of the capsule separation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a 14 fr introducer sheath was accidentally inserted into the patient instead of the planned 18 fr introducer sheath. The decision was made to replace the introducer sheath with a catheter-mounted sheath. During the sheath replacement, it was noted that the blood vessel was "hard". The left ventricular wire became kinked, the nose cone of the delivery catheter system (dcs) distorted, and the dcs capsule broke. The dcs and valve were withdrawn from the patient and the valve was loaded into a new dcs using a new compression loading system. The valve successfully implanted din the patient.